Manufacturer narrative:
The explanted intraocular lens was returned to our manufacturing site. A visual inspection was performed at (B)(4) microscope magnification, the normal inspection magnification. The lens was cut in half and two haptics were distorted. Surface residuals (fiber/particles) were observed on the lens compatible with handling the lens such as the explant process. Based on the investigation, no cosmetic defects related to manufacturing were found in the returned lens. The cosmetic conditions observed were related to the explant process and as reported ¿the doctor had to cut out the lens due to sublex, enlarged incision required''. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the procedure initially started with an intention of using a model za9002 lens in the patient's left eye; however, the implanting surgeon decided to proceed with a model ar40e00230 lens instead. On inserting the lens, the lens subluxated which caused the surgeon to remove the lens and enlarge the incision. The surgeon went on to perform an anterior chamber lens placement. No vitrectomy was performed and no complications were noted during the procedure. No adverse effect and no patient injury were reported.

Manufacturer narrative:
(B)(4). A review of the manufacturing record indicated that all process operations presented in the manufacturing record were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer report were generated. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.